Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/5/2018, that on (B)(6) 2018, a low transmitter battery alert occurred. Data was returned and evaluated. The reported event of a low transmitter battery was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed due to the transmitter having zero voltage.